Event description:
It was reported that the siderail could not be locked in the raised position. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Manufacturer's investigation is ongoing and additional information has been requested. A follow-up report may be submitted.